Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display appears to not be as bright as when customer first received the pump. Troubleshooting with tandem technical support was performed and touchscreen appeared to display as normal. There was no reported impact to customer's blood glucose level.